Event description:
The patient suffered right-sided hemiplegia on the right side during post-dilation of the precise stent. The patient was diagnosed with ischemic stroke. The patient is a male was consented to the study in 2008. The index procedure was completed on the same day, and patient was asymptomatic. The target lesion location was the proximal left internal carotid artery. There was an occlusion of the contralateral carotid. Reference vessel diameter was 6.0. Target lesion diameter stenosis was 90% with lesion length 20mm. Total length of stented segment is 24mm. Qualitative lesion calcification was described as moderate and circumferential and vessel tortuosity by visual inspection was moderate with at least two bends that were greater than 90 degrees. Geometry of the lesion was described as eccentric and ulcerated. A right femoral approach was used to access the patient. A 5fr sheath was inserted. A 5fr h1 catheter was advanced and was used to selectively engage the left common carotid artery in a bovine distribution. A 6fr shuttle sheath was advanced over a amplatz stiff glidewire into the bifurcation and the 6fr angioguard was advanced distal to the lesion. Pre-dilatation was performed with a 4/2 balloon. A precise stent was inserted for successful treatment of the target lesion. The stent was post dilated with an abbott viatrac 5x20 balloon. During this phase, the patient became hemiplegic on the right side and suspected stroke. Reopro was started. The angioguard device was removed from the patient. A post-procedure angiogram was performed and demonstrated no obvious thrombus in the major division of the anterior cerebral and middle cerebral arteries. The 90% stenosis was reduced to a less than 205 stenosis, but was complicated by a stroke. The patient was discharged on the next day with aspirin and clopidogrel prescribed.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two cordis products involved in the same procedure and is related to mfg# 1016427-2008-00059 and 9616099-2008-00577.